Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure for debulking of right mandibular fibula, free flap and stage 2 uncovering of right mandibular & bilateral maxillary implants and extraction of teeth 23 & 24. An arc occurred burning the patient's lip. The degree of burn was unknown but the lip was split and a couple of stitches were used to close the wound. The staff believes the pencil arced to metal in the patient's mouth. All equipment was checked at the site and found to function fine.